Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced elevated blood glucose while ill and taking steroid-containing medications, with a reported peak of 250 mg/dl, no readings above 300 mg/dl for over 90 minutes, no use of backup therapy, no ketone testing, and no medical intervention or assistance required. Symptoms included hyperglycemia without acute complications. Outcomes included no hospitalization, no long-term impairment, and no need for caregiver support. Investigation included review of user-reported history and device use. Investigation of this case revealed no device malfunction or alarm issues and suggested a non-device factor, with concurrent steroid use and illness as plausible contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory non-device factors.